Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 11-oct-2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using unspecified bd pen needle the device was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter: needle (partially) blocked.

Event description:
It was reported while using unspecified bd pen needle the device was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter: needle (partially) blocked.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.